Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg would not communicate with external devices following an unrelated surgery. A manufacturer representative confirmed the issue and the ipg is deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that the patient underwent a surgical intervention to explant and replace the ipg. Stimulation was reportedly restored postoperatively.